Event description:
It was reported that a pt developed an infection at the generator and lead incision sites. The areas were treated with antibiotics, irrigated, and drained. The infection was identified as a mrsa infection. The DHR for the lead and the generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain add'l info are currently in process.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.